Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs blood glucose reading difference. The difference was outside of the acceptable range. The customer reported blood glucose value of 23 mmol/l. The customer reported hyperglycemia and did not undergo for treatment. The event involved product(s) mmt-7040c1. Troubleshooting was not performed for hyperglycemia. It was unknown whether the customer was using the insulin pump within 48hours of the reported event and it was unknown whether the auto mode feature was active or not at the time of the event. Troubleshooting was performed for sensor glucose vs blood glucose reading difference. The blood glucose value of 23mmol/l and sensor glucose value of 4mmol/l, the difference was outside the acceptable range (greater than 30%). Insulin delivery was not suspended due to sensor glucose vs blood glucose reading difference. The customer was not taking any medications. Explained sensor may have no longer been responding to glucose changes and explained possible causes. No further patient complications were reported. Product return for mmt-7040c1 is not expected. It was unknown whether the customer will continue using the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.